Event description:
During evaluation of a returned homechoice device, a fluid volume accuracy failure was identified. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).the device was returned to baxter and evaluated. External and internal inspection was performed. Returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The additional rite failure found, volumetric specification, will be captured and reported in another complaint. Upon conclusion of the investigation, the cause of the reported issue was determined to be deteriorated piston foam and a cracked door piston. Should additional relevant information become available, a supplemental report will be submitted.